Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards is unable to determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this mitral surgical valve, implanted into the tricuspid position, had a transcatheter valve implanted (valve-in-valve) after an implant duration of six (6) years, six (6) months. The reason for re-operation is unknown. A 29mm transcatheter valve was implanted into the tricuspid position and no additional details were provided.

Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this mitral surgical valve, implanted into the tricuspid position, had a transcatheter valve implanted (valve-in-valve) after an implant duration of six (6) years, six (6) months. The reason for re-operation was due to tricuspid valve regurgitation and stenosis with thickened and calcified leaflets, leading to reduced leaflet mobility and an increased gradient. A 29mm transcatheter valve was implanted into the tricuspid position and echo revealed good placement of the prosthesis. There were no complications and the patient was subsequently discharged.